Event description:
Dome detached during traction remova. The dome was removed endoscopically and was discarded. Incident occurred 169 days after placement.

Event description:
Dome detached during traction removal. The dome was removed endoscopically and was discarded. Incident occurred 169 days after placement.